Event description:
It was reported that the left ventricular (lv) lead dislodged and had high thresholds and sensing difficulty. The lead was capped. It was also reported that there was an attempt to replace the lv lead with a new lv lead, however, the patient's vein was too small, noting positioning and threshold issues. This lead was not used and was replaced with a different lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.